Event description:
It was reported that the gel arctic gel pad was connected and patient use was initiated; however, no flow was detected. Upon checking the connection, the tubing and connector were found to be disconnected. The gel pad was secured with an insulock (cable tie) as a first-aid measure, and it was used in that condition. Per follow up information received via task on 21jan2026, sample will be returned and let know the tracking ID in near future. Photo sample was not provided, will let know if it is attached later.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.